Manufacturer narrative:
(B)(4). Batch # t92d9k. Investigation summary: the analysis results found that a harh23 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot/batch t92d9k number, and no non-conformances were identified.

Event description:
It was reported that during surgery, before used on the patient, the package was found damaged. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.